Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was moderately tortuous with moderate calcification, and a 75% stenosis. The 2.5 x 15 mm voyager rx balloon catheter was dilated in the lesion for the first time, when the balloon ruptured at 6-8atm. Thus, the lesion was further dilated with another company's 2.5 x 15 mm balloon catheter and a 2.5 x 18 mm stent was implanted and the stent was post-dilated with its stent delivery system balloon. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - balloon ruptures can be affected by numerous factors including, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The lesion was moderately tortuous, moderately calcified and 75% stenosed, which may have contributed to the difficulties experienced. Possibly the balloon material was damaged (scratched) during interactions with other devices, or the tortuous and calcified lesion, such that pinhole balloon rupture occurred upon inflation. However, without the product to examine, no definite root cause for the reported balloon rupture can be determined.